Manufacturer narrative:
Complaint no: (B)(4). Lubis, a.r.,latif, r.a. ¿peritoneal fistula due to recurrent peritonitis in capd patients.¿ peritoneal dialysis international, 30 (july 2010): 426-428 (s101). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis and subsequently developed a peritoneal fistula coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The cause of the peritoneal fistula was due to repeated (unspecified number) peritonitis events. It was not reported if the patient was hospitalized for the events. Treatment was not reported. At the time of this report the patient outcome was not reported. On an unreported date, unspecified dianeal therapy was discontinued and the patient was switched to hemodialysis modality. Additional information was unable to be obtained.

Manufacturer narrative:
(B)(4). Additional information: it was reported that there is no baxter healthcare product involved in this report and therefore the baxter healthcare product is no longer suspect for the previously reported event. Should additional relevant information become available, a supplemental report will be submitted.